Event description:
3m espe was notified on (B)(6) 2011, that one pt received a mild electrical shock when scanned with a 3m espe lava chairside oral scanner (c.o.s.). The pt reported pain in the teeth for 2-3 hours following the shock. The pt did not seek additional medical attention and no serious injury occurred.

Manufacturer narrative:
The dental office reported that three events occurred within a 2-day period using the same lava c.o.s. Device. Therefore, three reports are being submitted and this report is related to manufacturer report number 3005174370-2011-00003 and 3005174370-2011-00004. After equipment installation and initial training but before 3m completed its official certification training for the dentist, he used the lava c.o.s. To perform a scan of a pt during which time the first event occurred. During the scanning procedure, the dentist stated that he felt a palpable current when holding the tip of the wand on his palm. A mild shock occurred to the pt when the dentist touched the pts teeth with his finger; but the dentist did not feel the shock himself.: other: serial number (B)(4) refers to the unique serial number of the scanning wand component of the lava c.o.s. Device with a manufacture date of 04/2010. Additional method: an electrical safety check in the dental office revealed that there was a electrical potential between the neutral line and the protective earth on every power outlet the lava c.o.s. Device was connected to (ranging from 0.9v to 18v) and the voltage was stable. Also, an initial check of the electrical safety of the device was checked in the office-the lava c.o.s. Device met its electrical safety specification. Subsequently, the lava c.o.s. Device was returned to 3m espe and was visually inspected and electrically tested. Visual inspection of the wand showed a small gap between the plastic housing and the metal tip of the wand. However, electrical testing confirmed the device met all electrical specifications. 3m espe reviewed the existing user manual; it instructs the user to examine the wand and the system (cart, screen, etc.) For physical damage before each use and to contact customer support if there is visible damage. Conclusion: at this time 3m espe concludes that the lava c.o.s. Device itself did not cause the electrical shocks but acted as a conductor from a defective socket. 3m espe continues to investigate this event and will provide supplemental reports, as appropriate.